Event description:
Boston scientific received information that this system was exhibiting noise which was oversensed causing inappropriate shocks and pacing inhibition for this pacemaker dependent patient. The patient complained of being dizzy and lightheaded. The patient was hospitalized and the entire system was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when the device is returned and evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.